Manufacturer narrative:
(B)(6). (B)(4). This product is not approved for sale in us but a similar device with catalog number 2991226 and 510k #k073291 is approved for sale in us. The product is not returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that on (B)(6) 2016 patient underwent transforaminal lumbar interbody fusion at l5/s1 due to spondylolisthesis. Intra-op, during insertion a small posterior portion of the cage broke away which remained attached to the inserter. The remaining part of the cage remained implanted. The broken off portion was a very thin portion of the posterior end of the cage. Patient complications were reported unknown.

Manufacturer narrative:
Product analysis :visual and microscopic examination of the returned portion of the implant identified witness marks and deformation on the top face of the implant and the bottom thread flank oriented approximately opposite to the face deformation are consistent with bending stress overload during impaction. The fracture surface follows the root of the thread tooth, as indicated by the fracture surface morphology. A shear lip is also noted, consistent with overload.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
There were no patient complications.